Event description:
It was reported that patient presented in clinic for routine follow up. During device interrogation, there was loss of capture and dislodgement exhibited on the left ventricular lead. Further diagnostic x-ray imaging and review of radiology records from (B)(6) confirmed that the lead was displaced in the atrium. The clinician decided to reprogram the device and deactivated the left ventricular lead. The patient was reported to be stable before, during and after and will continue to be monitored.